Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. He was trying to prime the insulin pump but the numbers did not appear on the screen and insulin was dripping. The drive support cap was flushed. Customer's blood glucose level was 170 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No unexpected blank screen or boot sequence anomaly noted. The drive support disk was inspected and no anomaly was noted. Unit alarmed during prime test due to faulty force sensor. The insulin pump received with cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window.